Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum notification occurred after the customer filled the cartridge with 215 units of insulin. Customer will load a new cartridge to address the issue, however declined follow-up from tandem customer technical support. Customer's blood glucose level was 90 mg/dl.